Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation/ulcer on her back. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician recommended dermocrem, ascend cream, calmoseptine ointment. Follow up indicated that the creams are helping with the skin irritation.